Event description:
The pt presented for routine follow-up of ICD. When the device was interrogated all theropies were turned off and the device was felt to have had failure. Pt was admitted to the hosp and received a new ICD generator. There was a charge circuit timeout message noted.